Event description:
It was reported that on (B)(6) 2019 a patient had undergone a left leg peripheral intervention through the left common femoral artery. It was noted that hemostasis was not achieved so manual pressure was applied and the patient was discharged 2 hours post procedure. On (B)(6) 2019 the patient came to clinic presenting a hematoma. The hematoma was expressed effectively and the patient returned home with no problems. On (B)(6) 2020 the patient came in for a further procedure and the physician noticed that the celt implant had embolized to distal superficial femoral artery. He also noticed there was some narrowing near the embolized celt. He placed a stent (6mmx 20mm) and post dilated it with a 5x 300mm balloon). The patient did very well and was discharged the same day.